Event description:
Implant "did not work" as planned. Another implant has been used with success. No adverse consequence was reported.

Manufacturer narrative:
Functional testing (shape recovery testing) concluded that the returned device conformed to mamometal specification. The root cause of the reported event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.